Event description:
It was further reported that the patient presented with right sided weakness. A CT scan and neuro assessment was performed. The neurological assessment was stable but the patient felt weakness on the right side. The patient was on 81mg of aspirin and taking randomized study drug. The patient was given 325mg of aspirin. The stroke occurred in the left basal ganglion infarcts at the caudate nucleus and posterior limb of the capsule of indeterminate age. The target lesion being treated was located in the severely calcified left anterior descending (lad). The lesion was 60% stenosed, bifurcated, concentric plaque and 30mm long. Residual stenosis was 15% with timi 3 flow noted. The patient was discharged 2 days later on 75mg of plavix.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced stroke. Details of the lesion are unknown. During the index procedure, the physician implanted a 3.5x32mm taxus liberte stent to the lesion. In (B)(6) 2010, it was noted that the patient experienced stroke. Diagnostic test were performed to confirm the event.

Manufacturer narrative:
(B)(4).